Event description:
Bad classification of arythmia events. 1 - see the 4 strips of record: they should have been classified as tacycardy ventricular (tv) but they have been classified as: right ventricular apex ? / fibrillation ? / heart rate greater than 140. Tell facility why facility has a 'run' event on lead iii while this last lead wasn't selected neither in the screen nor in the full disclosure.

Event description:
Internal reference: pcs-5452